Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had broken front panel and rear cabinet. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device on site. It was determined the damaged paddles were a malfunction of the paddle assembly. The fse determined that the paddle assembly needed replacement and provided the customer with part number and pricing for a replacement part. Multiple attempts were made to request information regarding if this quote was accepted and if the repair was performed; however, no information was made available.